Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence customer alleged that insulin ¿back-flowed¿ into the cartridge tubing. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed. Customer's blood glucose was 172 mg/dl.